Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized in (B)(6) when her walker fell on her knee and dislodged her knee replacement. The customer was hospitalized through (B)(6) and had seven surgeries. During the time of the first event, the customer had a blood glucose reading between 50 and 100 mg/dl. The customer was also admitted to the hospital on (B)(6) for a low blood glucose of 60 mg/dl and a stroke. The customer was wearing the insulin pump at the time of both hospitalizations. The customer was no longer wearing the insulin pump at the time of the call and declined troubleshooting. She stated that it was difficult for her to read the screen and she would sometimes give herself too much insulin.